Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2018 through july 31, 2018 (B)(4) total number of events ¿ 30. Tension free vaginal tape ¿ secur - 30 (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and the mesh was implanted. Following the procedure, the patient experienced experienced undisclosed injuries and underwent a revisionary surgery on unknown date. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2018 through (B)(4) 2018.

Manufacturer narrative:
Date sent to FDA: 02/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2018 through july 31, 2018.

Manufacturer narrative:
Date sent to FDA: 04/20/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2018 through july 31, 2018.

Manufacturer narrative:
Date sent to FDA: 2/18/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2018 through july 31, 2018.

Manufacturer narrative:
Date sent to FDA: 12/28/2018 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2018 through july 31, 2018 supplemental 02 - attachment: [08-31-2018 pah supplemental 02.zip]

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2018 through july 31, 2018. Supplemental 04.